Manufacturer narrative:
Clinical evaluation performed on 26 january 2018 by medical affairs: partial hip revision surgery occurred 1 year and 2 months after primary cementless tha in a (B)(4) year-old patient. Radiographic images provided show the presence of signs of stress shielding suggesting insufficient proximal fixation. Aseptic loosening is a possible, literature described adverse event after cementless tha and reasons are often unknown. The cause of this failure cannot be determined. Batch review performed on 30 january 2018 lot 157366: (B)(4) items manufactured and released on 11 april 2016. Expiration date:2021-03-30 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed on 02 february 2018 by r&d product manager based on the pictures received: the received photos were analyzed. The stem did not show any particular sign of failure, only some scratches are visible due to revision surgery. Also, blood covered most of the surfaces as the photos were taken just after the explant. From the received images it cannot be possible to determine the root cause of the event.

Event description:
One year and 1 month after primary the patient was revised for a stem loosening. The stem was swapped successfully.